Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The patient developed peritonitis while in the hospitalized for an unspecified indication. The cause and treatment of the peritonitis were not reported. At time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.